Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The suturing devices were being used to oversew the sleeve. The suturing devices were difficult to toggle, difficult to load, and difficult to unload. In order to resolve the issues and complete the case, opened a new suturing device. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Correction: product code: ocw; common device name: endoscopic tissue approximation device. If information is provided in the future, a supplemental report will be issued.